Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues for the wl in question or the retest on the panther. Hologic product applications specialist (pas) reviewed logs and found no instrument, kinetics, or reagent preparation issues. The sample was likely a low target positive or was mishandled. Hologic cannot comment on the cobas results, and results from two different sample collections should not be compared. Ts provided pas information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 03702-20210402-07, using assay lot 290518 on panther instrument sn (B)(6) which had a discrepant sample. The sample was positive on the panther but negative on a rapid test. Sample was recollected and reran on another panther where it resulted negative. The same specimen was tested on a cobas and resulted negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.